Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 208 mg/dl. A systems check was performed with tandem technical support and no issues were identified, however the customer reported using cold insulin. Tandem clinical support educated customer using cold insulin is off label per user guide. The customer successfully changed the pump supplies and resumed insulin therapy.